Event description:
A wiktor stent weas successfully implanted first, then a j&j stent was implanted. During an attempt to implant a third wiktor stent between the first wiktor and the j&j stent the second wiktor stent snagged the j&j stent. While attempting to withdrawn the wiktor stent it was pulled off of the balloon. During the attempt to retrieve the stent the physician observed a dissection and elected to send the pt to the or for CABG surgery.